Event description:
Surgeon was using a permanent fixation device (capsure, ref: 0113215, lot: huhs2181, expiration date: 04/28/2025) to fix a mesh laparoscopically. When the surgeon fired the device, the end of the device would stick to the mush and require him to use an instrument to hold the mesh in place while he pulled the instrument away from the mesh. The permanent fastener would also fail.